Event description:
It was noted that the patient died four months post implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated the cause of death was ventricular fibrillation with secondary causes of congestive heart failure and coronary artery disease. Further information obtained indicated the patient had been hospitalized approximately nine weeks prior to death on (B)(4) 2010 for end-stage congestive heart failure and the patient's device was working correctly but the patient was still having recurrent ventricular tachycardia and did not tolerate amiodarone and was placed on mexiletene. The last device check approximately seven weeks before death on (B)(4) 2010 indicated no device or lead issues. No known history of device performance issues or concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.